Event description:
It was reported that the user experienced a lack of glucose readings from a freestyle libre 3+ sensor, then applied a new sensor and observed it was in warmup, indicating normal start-up behavior and successful resolution. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact, no alarms, and no need for medical care. User support included troubleshooting and education. Investigation of this case revealed that pairing or data availability initially failed but was resolved by replacing the sensor and allowing the warmup period, consistent with normal device operation and no device malfunction. It was concluded, based on previously established findings for similar reports, that user education and correct sensor startup resolved the issue.